Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss/missing high/low glucose alarms with the reported application. Per the compatibility guide, use of the iphone16 operating system version 18 is incompatible with the reported application software version 3.6.2.1.2253. This guide is available to the user on the websites where the product is launched. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The adc alarm was not functioning and during troubleshooting it was determined that customer's phone model was not compatible. The customer was not able to receive glucose reading and alarm. As a result, the customer felt faint and was unable to speak as the customer was feeling they were about to pass out. The customer was unable to self-treat and emergency services were called. Upon arrival, the customer's blood glucose was measured and obtained a reading of 40 mg/dl and was given glucose gel as treatment for the diagnosis of hypoglycemia by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.